Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. On (B)(6) 2020 the patient reported that their pump was removed on (B)(6) 2020 due to an infection. No further complications were reported or anticipated regarding the event